Event description:
Facility stated that the accessory cord was torn out of this bed. No injury alleged.

Manufacturer narrative:
Technician provided part number for replacement of cord. Facility replaced the accessory cord to resolve this issue.